Event description:
This event was caused by a user error where the user by mistake put the lactate and glucose membranes on opposite electrodes. The analyzer calibrated ok but due to an ionized calcium calibration error, the autocheck qc was not run. Customer assumed qc was run and ran pt samples. Later in the morning the pt glucose and lactate did not reflect the clinical state of the pt. A sample was repeated on another analyzer and it was realized that the actual pt glucose was critical high and the lactate was normal. At this point, it was discovered that the membranes had been switched and that no qc had been run after the incorrect membrane change. Pt was treated for low glucose when it was actually very high. When the error was noted steps were taken to lower the pt's glucose levels. No negative outcome for the pt was reported. Pt was having open heart surgery at the time of the event.

Manufacturer narrative:
The safety mechanism to catch this error failed as the calibration was not able to detect the error and the qc was not run after the replacement of the membranes due to a calibration error on ionized calcium. The setup of the analyzer has now been changed so that the analyzer will lock if a scheduled qc is not run.